Event description:
It was reported that the bd insulin syringe - ultra-fine¿ experienced device damage while still considered operable, difficult plunger movement, and stopper deformation. The following information was provided by the initial reporter: lately, I have noticed that the black rubber part of the plunger on your syringes is so tight that I often have trouble pulling it back or injecting my insulin.

Manufacturer narrative:
Date of event: unknown. Initial reporter state: the initial reporter state was determined to be il based on the area code portion of the provided phone number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 1242591. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringe - ultra-fine¿ experienced device damage while still considered operable, difficult plunger movement, and stopper deformation. The following information was provided by the initial reporter: lately, I have noticed that the black rubber part of the plunger on your syringes is so tight that I often have trouble pulling it back or injecting my insulin.